Event description:
Nineteen months after percutaneous coronary intervention (pci) with this cypher stent, 90% focal restenosis was found. As reported by another countries study, this patient presented for elective pci of a 79.4% de novo lesion in the proximal left anterior descending artery (lad) of 12.2mm in length in a 2.8mm vessel diameter. The (b2) eccentric lesion was tubular. Pre-procedure medications included aspirin 100mg, ticlopidine hydrochloride 300mg/day, warfarin potassium 4mg/day, carvedilol 5mg/day and nifedipine 40mg/day. Intra-procedure medications included heparin 5000 units, isosorbide mononitrate 60mg/day and nicorandil 48mg/day. Pre-dilation was conducted with a 3.0x15mm balloon at 6 atmospheres (atm) before deploying a 3.0x18mm cypher stent at 12 atm. Post-dilation was conducted with a 3.0x15mm balloon at 10atm. Timi iii flows were recorded pre and post-procedure. Residual diameter stenosis measured 5.4%. Ivus was conducted. Approximately 9 months later, the patient did not show any symptoms of angina pectoris but an angiogram revealed 16.4% stenosis. Post-procedure medications included aspirin 100mg, ticlopidine hydrochloride 300mg/day, warfarin potassium 4mg/day, carvedilol 5mg/day and nifedipine 40mg/day. The patient continued to remain symptom free until 19 months after the procedure and developed unstable angina pectoris. An angiogram revealed 90% focal restenosis at the proximal edge of the implanted cypher. To treat the restenosis, pre-dilation was conducted with a 3.0x20mm balloon at 6atm. Then a 3.0x23mm cypher was deployed at 18 atm followed by a 3.0x18/mm cypher at 16atm, inside of the intially implanted cypher to the proximal end. It is unknown which stent was implanted at the proximal end. It is also unknown if there was stent overlap. Post-dilation was conducted with a 3.0x10mm balloon at 18atm. The residual diameter stenosis measured 0%.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.